Event description:
It was reported that a new ilet user experienced a low glucose episode after the pump delivered insulin without a meal announcement, followed by an overcorrection during treatment, and later contacted support for guidance on a supply change; blood glucose at the time of the call was 199 mg/dl and the user was using a cd infusion set. Symptoms included feeling discombobulated. Outcomes included self-monitoring without need for outside assistance, no ketone testing, no back-up therapy, and no medical intervention, with glucose returning to the target range and stabilizing thereafter. Investigation included review of the ilet report to assess glucose trends and delivery status, along with troubleshooting and user education on supply change and monitoring. Investigation of this case revealed no device alarms or malfunctions and confirmed continued insulin delivery, with the event associated with user management factors including missed meal announcement and subsequent overcorrection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.